Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during an operation performed with the nextra hammertoe correction system, the surgeon had difficulty mating the distal end of the nextra driver with the distal implant. The surgery was completed successfully with an alternate driver. There were no reported patient complications.